Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. Additionally, there was contamination found on the table top board pins. The root cause for the shorted c1 capacitor could not be positively identified. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of batteries sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries. Device evaluation of battery charger 58008222 has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. Additionally, there was contamination found on the table top board pins. The root cause for the shorted c1 capacitor could not be positively identified. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids no adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a battery charger was unable to charger batteries and battery packs were unable to power on monitors. A us distributor reported that a monitor will not power up.